Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) made a high-pitched tone when powering on and had a blank screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected sections - device codes from - pressure issue 3012. To - noise audible 3273 & display or visual feedback problem 1184.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found electrical test fail #4 in the logs. A leakage test of all manifolds was performed and all passed. The stm performed a 30 psi calibration including the transducers. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) made a high-pitched tone when powering on and had a blank screen. There was no patient involvement, and no adverse event reported.